Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, serial# (B)(4), product type: catheter.

Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving baclofen (concentration 400 mcg/ml, dose 158.09 mcg/day), bupivacaine (concentration 5.5 mg/ml, dose 2.1737 mg/day) and dilaudid (concentration 10 mg/ml, dose 3.952 mg/day) via an implantable pump for intractable spasticity. The patient underwent revision surgery for his intrathecal catheter on (B)(6) 2016, (reference manufacturing report # 3004209178-2016-23187 for reason for revision) the patient developed fullness and pain at the midline lumbar spinal catheter implant site 10 days after surgery. There were no applicable device diagnosis, but the clinical diagnosis as reported by the patient on (B)(6) 2016 was surgical site seroma. An examination on (B)(6) 2016 revealed an edematous lumbar incision. Laboratory testing on (B)(6) 2016 revealed pmns negative without bacteria and cultures. The event was unlikely related to the device/therapy and possibly related to the implant procedure; incisional site/device tract-lumbar site. Surgical intervention occurred on (B)(6) 2016, the seroma was drained from the lumbar incision. On (B)(6) 2016, surgical observation was done and seroma was drained from the lumbar incision. The event resulted in an unscheduled clinic/office visit. The event was ongoing. Additional information was received. It was noted that antibiotics (clindamycin) were administered for 10 days starting (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 14-jul-2017 indicating the outcome was updated to 'resolved without sequelae' as of (B)(6)mar. No further complications were reported/anticipated.